Event description:
Per clinical trial (B)(4): on (B)(6) 2015, patient underwent a face/neck procedure; chin augmentation with mesh. Reason for procedure was accident/trauma - revision. A chin incision was used. Concomitant procedures included: reattach chin to mentum, fat grafting to chin and abdomen. 1 piece of galaflex was used. On (B)(6) 2015, allergic reaction to face and neck was reported. Severe. Patient treated with medication (2.5%hc cream, desonide 0.5% cream, medrol dose pack 4 mg). Resolved without sequelae on unknown date. Review of medical affairs identified that the reported ae is likely related to the medical device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient experienced postoperative complication of allergic reaction. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.